Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation, nerve stimulation and "extrastimulation." From the right ventricular (rv) lead. It was also noted that a lead impedance alert had been triggered approximately one month earlier. High thresholds, high and variable rv pacing impedance, oversensing and a loss of capture at maximum output were also noted. The lead was explanted but not replaced per patient request. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned in segments and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.